Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds) with stent. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed a 12mm longitudinal tear from proximal balloon cone past the mid-section of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomica/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that balloon leak occurred. The 75% stenosed, 9mmx5mm target lesion contained <45 degree bend and was located in the moderately tortuous and moderately calcified left renal artery. A 6.0mmx14mmx150cm express¿ vascular sd metallic stent was selected for use and advanced towards the lesion. Following stent implantation, the physician noted some contras media leaking from the balloon. The device was withdrawn and some blood was noted within the balloon. The procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.